Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a motel room. The cause of death was diabetic ketoacidosis and heart failure. The caller stated that the customer was sick and was seeing liver and lung specialist. The customer had vascular heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors however, the caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller agreed returning the insulin pump for analysis.